Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Some calcifications and calcified fragments of double capsule. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: observed, broken assessed, as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe, as it is not related to the device. Calcification: white calcification observed, on the surface of the shell. Double capsule: unable to observe, as it is not related to the device. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, some calcifications and calcified fragments of double capsule. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.